Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during withdrawal, the hydrophilic tip became detached, exposing the tip of the metal corewire. The hydrophilic tip got detached inside the patient and was attempted to be retrieved using a retrieval basket, but failed. The procedure was completed with another jagwire guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of november 30, 2015. The detached tip of jagwire inside the patient body was removed. Correction: the patient is being observed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was partially detached and peeled, exposing the corewire tip along the polymer coating. Evidence of adhesive remnants were found which indicate that the pebax was properly attached to the corewire. There was no evidence of corewire fracture. The complaint is consistent with the returned guidewire since the distal tip got partially detached, exposing the corewire tip. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during withdrawal, the hydrophilic tip became detached, exposing the tip of the metal corewire. The hydrophilic tip got detached inside the patient and was attempted to be retrieved using a retrieval basket, but failed. The procedure was completed with another jagwire guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of november 30, 2015. The detached tip of jagwire inside the patient body was removed. Correction: the patient is being observed.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during withdrawal, the hydrophilic tip became detached, exposing the tip of the metal corewire. The hydrophilic tip got detached inside the patient and was attempted to be retrieved using a retrieval basket, but failed. The procedure was completed with another jagwire guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.